Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving heparin (25000 units/ml at an unknown dose) via an implanted infusion pump. The indication for use was cancer chemotherapy. It was reported that the pump was broken and was being programmed to off state. The event date was unknown. The pump was going to be removed in (B)(6) 2019. No symptoms were reported and no further complications were reported or anticipated.